Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death.

Event description:
It was reported that the patient had an increase in seizures and the increase was above pre-vns baseline. Patient's diagnostics results showed high lead impedance. No patient trauma or manipulation was reported. Physician does not know when the last good diagnostics results were obtained. Patient could no longer feel stimulation. Physician does not know the exact date when the increase in seizures began or when the patient stopped feeling stimulation but it was "recently." No x-rays were taken and patient's device is currently turned off. Follow-up with the physician's office revealed that the increase in seizures is possibly due to high lead impedance/no stimulation received. It was indicated that the increase in seizures is not due to any medication changes or any external factors. Patient underwent a full revision surgery. Good faith attempts to obtain explanted product have been unsuccessful till date.